Event description:
It was reported that a broken sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient experienced a broken sensor wire which occurred the day the sensor had been inserted in the arm. The patient experienced sensor failure and decided to remove the sensor. Upon sensor removal, the patient alleged the sensor wire broke from the sensor pod and remained in the skin. On (B)(6) 2025, the patient went to a medical facility and had an x-ray which showed evidence the sensor wire remained in the skin. On an unspecified date, the patient consulted a physician who made an incision at the insertion site and attempted to locate and remove the sensor wire but was unsuccessful. At the time of the report although the patient mentioned she would schedule another x-ray to verify if the wire was still in the skin, it had not yet occurred. No product or data was provided for investigation. Problem could not be confirmed, and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).